Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a generator replacement and externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. No adverse consequences were reported after the event.